Manufacturer narrative:
11-sep-2020: resubmitting follow up #1 per FDA request: follow-up #1 date of submission 3/15/2017 - correction to b5: describe event or problem: the correct date of the initial complaint is (B)(6)2017.

Manufacturer narrative:
This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
Follow-up #2: date of submission 04/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/05/2017 with the following findings: during investigation, the pump was powered on and the display was dim and discolored. Unrelated to the complaint, investigation revealed a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.